Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins). The rep reported that the patient had a mammogram in the past and since they had been having trouble charging. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient stated they always had trouble charging it, but they had more trouble after the mammogram in (B)(6) 2017. The rep also reported the patient felt an electrical surge after the mammogram. The rep reported that the healthcare provider (hcp) had to lower their stimulation settings and the surge has since stopped. The rep reported that the patient also felt some headaches once in a while which also started after that mammogram. The rep reported that the cause of the issues was not determined, but they believe the device shifted. The rep reported they were able to get 4 bars while charging it when before the patient was only getting 2 bars. The rep reported that turning the dial on the antenna helped get more recharging bars, and the charging issue was considered resolved, along with the electrical surge. No further patient complications have been reported as a result of this event.